Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis and low blood pressure in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced low blood pressure and peritonitis manifested by stomach pain and was hospitalized on the same day for the events. The cause of low blood pressure was related to peritonitis. The cause of peritonitis was unknown. Treatment was unknown. The patient was still hospitalized. Follow up on (B)(6) 2012, with the nurse (rn). The rn confirmed the peritonitis event. The rn stated the patient was experiencing stomach pain and low blood pressure. The rn could not confirm the onset date of (B)(6) 2012. The rn stated the onset of all events (B)(6) 2012. The patient was hospitalized (B)(6) 2012. The patient is still hospitalized. Treatment was unknown. Recovery status was unknown. The cause of 'stomach pain and low blood pressure' was related to ('peritonitis'). The cause of ('peritonitis) was unknown. The patient has not been retrained. The patient is still on pd solutions. Unknown if the events were related to the homechoice system machine, disposable parts, or dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12e07067. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.